Event description:
During the first 24 hours I notice wild swings and inaccurate readings from the dexcom g6 I inserted a new sensor yesterday and last night there was a sudden drop in readings and the alarm went off dexcom read 51 the finger stick read 128. I recalibrated and still had swings for the next couple hours. This is not the first time. I have posted to (B)(6) groups for assistance and learned it is a known problem but no solutions. Here are some of the comments: a question for the group. When I replace my g6 sensor in the first 12 hours I will get wild swings in readings. Rapid rise alerts followed by rapid fall high readings not matching my meter (I do recalibrate). I had a 300+ reading (never had a reading above 250 before) and my meter was 120 (would not recalibrate for 24 hours). Not every time I replace a sensor but enough that it is a pattern. Anyone else experience similar issues or any advice on a correction? I thought about inserting the sensor 24 hours early without the transmitter but am not sure what that would do. Thanks in advance. (B)(6), yes, I have the same issue. Not everything but quite often. It seems worse when I replace the sensor at night/late afternoon. I have tried placing the sensor early and it does seem to help. If I remember ?? (B)(6) it happens from time to time if you think it is off especially the first 24 hours just to finger sticks (B)(6) do not calibrate more than 50 pts at a time. Space about 30 min apart and only do 3 times. It won't take a large difference but once it catches up should be fine. Our dex rep shared this. (B)(6) I get crazy off the wall swings like that sometimes in the first 24 hours. I just finger stick. If it lasts more than 24 hours, I call dexcom for replacement because they told me it's usually a faulty sensor, if it's way off for more than 24 hours after new insertion. (B)(6) I also get crazy readings for the first 12-24 hours, and I agree with the comment about changing sensors early in the morning rather than at night -- helps get the readings under control before you go to bed. On days I change sensors, I know to do finger-sticks all day. (B)(6) happens to me too. Just this morning in fact. Getting extremely tired of calling tandem every week for free g6 replacement sensors (they handle it on behalf of dexcom). (B)(6) the first 24 hours can be off from time to time as the site heals. No need to calibrate unless things are just way off the entire day. If so, it could be a bad sensor. (B)(6) putting it only early just runs the risk of possibly hitting or bumping or damaging the black connector dots and losing a sensor even before it's used. Dexcom is known to be 'off' a lot of the time, for about the first 24 hours. It's best to just leave it be while it acclimatizes itself. It, usually, will correct itself in less than 24 hours. Calibrating then, especially with a large variance between dexcom and bg, could cause more problems than the issue you're trying to fix. (B)(6) I have heard from others that "soaking" the sensor (inserting anywhere from 10-24 hours before you change over) does help with better reliability during those first 24 hours after starting a new sensor. Also, not sure if any of this applies in your situation, but I used to have a lot of crazy numbers during my first sensor day and I found that if I insert a new sensor and go through a warm up while keeping my blood sugar as close to "normal" as possible (I aim for 80-120) - which means that I'm not eating just before or during a sensor application and warm up and I'm not applying a new sensor or warming up with high blood sugars, then I have very stable and reliable results right from the beginning. I rarely have false numbers after application and I no longer have unreliable alarms - either too high or too low overnight on the 1st night of application. FDA safety report ID# (B)(4).